Manufacturer narrative:
Product investigation is in progress.

Event description:
Malfunction hazard/cord; detached, unraveled, coming apart- tampon string broken [device breakage]. The inner packaging paper was bitten by a mouse [product contamination] probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via phone that the tampon string was broken. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Malfunction hazard/cord; detached, unraveled, coming apart- tampon string broken [device breakage]. The inner packaging paper was bitten by a mouse [product contamination]. Case narrative: consumer reported via phone that the tampon string was broken. No injury was reported.